Event description:
Patient¿s initial surgery was performed on (B)(6) 2009 for a distal femur fracture. During a follow up visit surgeon noted development of a non-union. Patient did not want to undergo revision surgery and a bone stimulator was used as an alternative. Subsequently, the plate broke and surgeon removed a 4.5mm lcp condylar plate and 9 assorted screws due to a non-union on (B)(6) 2013. Patient was implanted with a longer condylar plate, screws, dbx bone graph and an articulating device. This is 10 of 10 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product codes and common device names: ktt ¿ appliance, fixation, nail; hrs ¿ plate, fixation, bone. Investigation could not be completed, no conclusion could be drawn as no device was returned and the lot number was not provided.